Manufacturer narrative:
Correction to h6 based on additional information. The device was not sent to edwards lifesciences for evaluation. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for interventional device interacts with pre existing implantable device, difficulty introducing sheath, and esheath distal tip damage were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. As reported 'during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, iliac stenting was completed prior to tavr, and during insertion of the 14fr esheath+, resistance was felt due to the esheath+ getting caught on the stent. The esheath+ was removed ... Upon removal of the device, the first 2 esheath+ devices used were observed to be frayed.' Per the training manual, 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.' Stents can reduce the vessel diameter that can lead to increased friction/resistance during sheath insertion. This increased resistance can lead to increased interactions with the stent which can lead the distal tip to catch onto the stent and 'fray', especially if any excessive manipulation was applied to overcome the experienced difficulty. As such, available information suggests that patient (pre existing stent) and procedural (excessive manipulation) factors may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, iliac stenting was completed prior to tavr, and resistance was felt during insertion of the esheath. The valve passed through the esheath, and valve alignment was completed. Upon completion of valve alignment, it was noted that the stent appeared to be on the distal tip of the commander balloon. Per report, as the esheath went through the stent, the stent dislodged at the distal tip of the esheath. However, the team did not notice this until the valve was introduced. The surgeon was called, and a new stent was placed. The valve and delivery system were removed as a unit, and a new system was introduced. The valve was successfully implanted.

Manufacturer narrative:
Investigation is still ongoing.